Event description:
As reported, approximately one months post initial left tha, this (B)(6) male patient had a periprosthetic hip fracture. It is unknown how it happened. Patient was revised to an alteon monobloc stem and biolox delta head were implanted. There was no breakage of devices or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation.

Manufacturer narrative:
Concomitant medical products: wedge plasma x/o sz 8 (cat# 188-01-08 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, approximately one month post initial left tha, this 57 y/o male patient had a periprosthetic hip fracture. It is unknown how it happened. Patient was revised to an alteon monobloc stem and biolox delta head were implanted. There was no breakage of devices or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, fracture, infection, or loosening of total joint hardware. The most likely cause of the reported event was a malunion of a fracture which was likely caused by over-reaming during implantation.